Event description:
Related manufacturer reference number: 3006705815-2021-04942. Additional information received stated that the paddle lead had become twisted around the ipg due to the ipg flipping in the pocket. This was discovered during an ipg replacement (related manufacturer reference number 3006705815-2021-04026) on (B)(6) 2021. Surgical intervention may take place at a later date to address the paddle lead issue.

Manufacturer narrative:
A4 patient weight added to the report.

Event description:
Additional information received stated that the patient underwent surgical intervention on (B)(6) 2021 wherein the rest of the penta lead was completely explanted and replaced with a new penta lead. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective stimulation. Diagnostics revealed high impedances on several contacts. As a result, surgical intervention may take place at a later date.